Event description:
It was reported, following the implant of a cardiac monitoring device, the device was found to be in back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.